Event description:
It was reported that during a pre-use check, the customer found air leak from the pilot balloon, which did not allow the cuff to inflate. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. Cuff assembly operation was reviewed; no discrepancies were found. Inflation line assembly operation was reviewed; no discrepancies were found. Review the rubber used in the fixture; it was found that the rubber was worn. A product sample was received for evaluation. The returned sample was received in used condition without its original packaging. Visual and functional testing were performed. Visual inspection: the sample was visually inspected, at a distance of 12? To 16? And normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. Leaks was detected in the pilot balloon. Inflation test was audited during thirty-two (32) units p/n 100/860/090 l/n 3836219, in order to verify that the inflation test was properly performed; the inflation test was performed according to the test method stated in the manufacturing procedure; no deflated cuffs were detected during the thirty-two (32) units tested. Production performs a 100% in process inflation test to the cuff and visual inspected that cuff has no ragged edges. Quality takes a sample using an aql 1.0 and level inspection gi, in order to ensure that cuff is properly inflated. The root cause of the reported issue was the rubber used in the fixture for the printing of the inflation line was not changed during quarterly preventive maintenance. Actions were taken to mitigate the reported issue: the rubber used in the fixture for the printing of the inflation line was changed. Retraining of manufacturing personnel in the procedure by the quality engineer.